Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant had a impella cp placed to support a patient admitted in for a high risk percutaneous cardiac intervention and randomized into the st elevation myocardial infarction door-to-unload study. The impella cp was placed but the femoral site had a persistent ooze. The ooze was treated by manual hold, placement of the femostop and eventually the team made the choice to explant the impella cp after 16 hours of support. Later it was reported the patient experienced hemolysis seen by elevated labs and urine color. Treatment of the hemolysis is unknown. However, the outcome is noted as recovered.

Manufacturer narrative:
The investigation for the hemolysis and the access site bleed has been completed. Data logs were reviewed which showed pump ran without issue for about 10 hours then low flow occurred that triggered auto suction response and suction alarms. This event remained to the rest of the case. Product was not returned for review. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.